Manufacturer narrative:
Reported event: an event regarding dislocation (leading to revision) involving unknown bi-mentum hip acetabular liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
No new information.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Thayer school of engineering at dartmouth first report of retrievals for statement of work 10 for q1 of 2026. Darthmouth is the research location, and not the facility of placement. A depuy synthes implant was revised and reviewed for analysis. Reason for revision: chronic dislocation of the dual mobility liners. Retrieval analysis identified wear of the poly liner and wear of the revised ceramic femoral head.